Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a connection issue. This occurred during disconnection after peritoneal dialysis therapy. The patient tried to separate the cassette line from the transfer set, and the transfer set "female connector (navy color) continued to keep spinning". There was no report of patient injury or medical intervention associated with this event. No additional information is available.